Event description:
While troubleshooting hemoglobin voltage errors on the coulter act diff 2 analyzer, the customer found the wbc and rbc baths overflowed about two to three ml of liquid which was contained inside the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated

Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to verify the waste tubing in the back of the instrument was not obstructed. The cts then had the customer replace the waste filter and rerun the startup cycle. The rbc and wbc baths drained okay and startup and controls passed on all parameters. The hemoglobin voltage errors were resolved by running startup which resets the voltage on the hemoglobin lamp during the startup cycle. (B)(4).